Event description:
Device worked for 5 secs after the pedal was depressed, then the alarm sounded. Ligasure disposables appeared to be bent. Disposables were replaced and procedure completed with no apparent injury.